Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 35922126. UDI: (B)(4).

Event description:
It was reported that the patient had a pimple near the implantable pulse generator (ipg) site that appeared to be oozing yellow liquid. The physician noted that the area was infected and believed that it was not device related, however, the cause was unknown. The patient was administered antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively, and the explanted device components were discarded by the medical facility.